Event description:
The dist reported that a foreign object was found in the fluid path of the transducer included in the kit during their initial inspection of rec'd product. The device was not sent to a user facility.

Manufacturer narrative:
One used suspect device was returned for eval. The device was examined visually, particulate larger than acceptance criteria was found. The complaint was confirmed for this device. A root cause was not able to be determined. The device history record was reviewed no related exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.